Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a right hip revision procedure occurred on (B)(6) 2012 and left hip revision procedures were performed on (B)(6) 2013 and (B)(6) 2013. The revision procedures reportedly took place due to patient allegations due to patient allegations of pain, swelling, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, and elevated metal ion levels. A review of invoice history confirmed the initial surgery date for the right hip was (B)(6) 2009 and confirmed the initial surgery date for the left hip. Invoice history could not be located to confirm the revision procedure dates or which components were removed and replaced during the revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a right hip revision procedure occurred on (B)(6) 2012 and left hip revision procedures were performed on (B)(6) 2013 and (B)(6) 2013. The revision procedures reportedly took place due to patient allegations due to patient allegations of pain, swelling, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, and elevated metal ion levels. A review of invoice history confirmed the initial surgery date for the right hip was (B)(6) 2009 and confirmed the initial surgery date for the left hip. Invoice history could not be located to confirm the revision procedure dates or which components were removed and replaced during the revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 right hip revision operative report noted the revision was due to pain, difficulty with ambulation and acetabular cup migration. Operative report noted the presence of a milky white substance, scar tissue, metallosis, a loose acetabular cup with no bone ingrowth, osteolysis, bone degeneration of trochanter, a vastus lateralis defect, and metal stained tissue. Operative report further noted the procedure took 3.5 to 4 hours to complete due to patient's obesity and dissection of scar tissue. All components were removed and replaced with a competitor's cup and biomet head and stem. Operative report for the left hip revision performed on (B)(6) 2013 noted the revision was due to pain and the presence of bloody tinged clear fluid, scar tissue, metal stained tissue, a loose acetabular cup, metal stained acetabular bone, and metal-on-metal debris. Operative report further noted the procedure took over 6.5 hours to complete due to difficulty removing the well-fixed femoral stem. All components were removed and replaced with a competitor's cup and biomet head and stem. An additional left hip revision was performed on (B)(6) 2013 due to pain and dislocations after patient fell. Operative report further noted the presence of bloody tinged fluid, a fractured femur and knee cable plate grip system and femoral stem impingement. The stem and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 9 mdrs filed for the same patient (reference 1825034-2014-02268 / 02276).